Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 46 mg/dl with unsteadiness when standing and walking associated with an insulin on board (iob) issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the iob was not calculating correctly into bolus total; however, during troubleshooting with customer technical support, it was determined that the pump was correctly subtracting the iob amount correctly. It was reported that the patient had a thyroid issue. This complaint is being reported because the patient allegedly experienced hypoglycemia due to use error in not using the pump per it¿s instructions for use as related to the iob functionality.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: the black box started on (B)(6) 2016. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump was returned with the insulin on board (iob) set to 4.0hrs. A 10u audio & 10u normal bolus were performed and the boluses were correctly reflected on the iob status screen of the pump. The iob was accurately including in bolus calculations. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).